Event description:
The patient called lfs and alleged that their meter would continue to prompt an apply sample message. The patient stated that they were applying enough sample to test strips. The issue was not resolved. The patient contacted their medical professional for advice; no treatment was given. The patient did not allege any harm or injury. Based on the information provided, there is evidence of a strip malfunction. However, there is no evidence of a serious injury. A new bottle of test strips is being sent to the patient. No further information has been reported.